Manufacturer narrative:
The reported user error was due to the correct removal of the delivery system being slowly pulled back into the graft before closing the system not being performed. It was also reported that the navion stent (vnmc4646c175tj) was caught on the tip when delivery system was pulled back which caused the device to bend and dislodge. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent grafts were implanted in a patient for the endovascular treatment of an unknown size thoracic aneurysm. The patient was planned to have the stent graft implanted to cover the lsa and a bypass performed to ensure adequate circulation. The diameter of the thoracic aorta around the proximal margin was 39mm. It was noted that a non medtronic bare stent had been previously implanted in the planned landing zone also and that it had a type ia endoleak that was being intervened on with the valiant navion devices. It was reported that during the index procedure, during a removal of the delivery system of the valiant navion (vnmc4646c175tj) that was implanted in the correct position, it was indicated that the spindle caught on the proximal graft and the stent. It was indicated that the stent was bent and one of the central markers was significantly migrated. It was reported that the procedure was completed with another valiant navion stent graft, which was inflated and touched-up with a no n-medtronic balloon. It was stated that a coil was also used to prevent leak between the two valiant navion devices. Angiography was performed with no issues found. As per the physician, the cause of the event was user error. The physician stated that the colour should be changing from grey to blue after the entire system is slowly pulled back into the graft and the physician indicated that the colour changed from grey to blue from the beginning. No additional clinical sequalae were reported and the patient is fine